Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had insufficient angle. Upon the device evaluation, ¿nozzle has foreign objects¿ were identified and are pae per the rsa. The new aware date for the pae is (B)(6) 2023, jn-495180, (B)(6) 2023, there was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿insufficient angle¿ was confirmed. The following findings were also noted during device evaluation: due to damage on ccd unit, insulation resistance value does not meet the standard value, several scratches and chips found throughout the device, and due to damage on lock engagement lever, bending section cannot be fixed firmly. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
Corrected data: h4: (the correct device manufacturer date has been provided). The reprocessing status was unable to be obtained from the customer. This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable, by handling the device in accordance with the following sections of the instructions for use: inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3: preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5: reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.